Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated loss of cartridge detection and loss of primes had occurred. A rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised during investigation and the pump emitted a loss of prime warning. Investigation revealed a damaged force sensor pin. Unrelated to the complaint, evaluation revealed cracks around the perimeter of the display lens, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The reporter contacted animas on (B)(6) 2012, reporting that they tried to load four cartridges and each time it pushed all the insulin out during the load step and emitted a no cartridge detected alarm. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.